Event description:
It was reported that an ilet user experienced loss of continuous glucose readings when the ilet mobile app showed pairing failure and later a version mismatch with the libre 3+ sensor, after which the ilet no longer offered the option to use libre 3+ and the sensor was reported as paired to another device. Symptoms included no reported hypoglycemia or hyperglycemia and no adverse clinical effects. Outcomes included no impact on blood glucose control during the call, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting with force-quitting the app, restarting the ilet, and performing a new firmware update, followed by guidance to replace the sensor due to the ¿sensor in use by another device¿ message. Investigation of this case revealed a software pairing failure and version mismatch that interrupted cgm data flow and resulted in a sensor association conflict. It was concluded that the event was related to software pairing and configuration issues between the ilet system and the libre 3+ sensor, with resolution requiring firmware update completion and sensor replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.